Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in the united kingdom.

Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2022-00122 submitted on 08/29/2022 can be removed. Product was not returned to confirm a malfunction has occurred.

Event description:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Product was not returned to confirm a malfunction has occurred.